Manufacturer narrative:
The treatment tip was returned for evaluation, with no problems found. The tip passed leak and thermistor testing. Visual inspection passed, with no dents, scratches, blemishes, or dielectric breakdown observed. Functional testing was unable to be performed, as the tip was expired. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. The reporter noted that no system errors occurred during the treatment. The treatment datalog was not provided for evaluation. A review of manufacturing records showed that all requirements were met. Final test verification specifications are acceptable. No nonconformities or anomalies found related to this event when reviewing the device history record. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. According to the thermage flx system user manual, blisters are a known possible adverse reaction to thermage flx treatment. The procedure produces heating in the upper layers of the skin and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. Based on the available information, no causal factors can be determined, and no conclusions can be drawn. No corrective action is necessary at this time.

Event description:
It was reported that a patient experienced a blister near the belly button after a thermage flx treatment to the abdomen. No other treatments were being performed at the same time as the thermage treatment, and the patient had no history of aesthetic treatments to the area. The patient was treated at energy level 4.0 for all 900 pulses. An entire bottle of solta coupling fluid was used. No system errors occurred during the treatment and nothing out of the ordinary was observed. The treatment tip was inspected prior to use and after every zone throughout the treatment, with nothing atypical noted. This treatment was the initial use of the treatment tip. Hydrocortisone and vaseline were used to treat the blister. A picture taken after the treatment was evaluated by the solta medical reviewer and shows a blister near the umbilicus. Additional information received approximately 25 days post-treatment indicates that the patient has recovered but has scarred. A picture from around this time was evaluated by the solta medical reviewer and shows a healing blister with scar tissue.